Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient\'s blood glucose on (B)(6) 2015 was 34 mg/dl with unsteadiness when standing and walking, blurred vision, and confusion. The reporter noted the patient received phone advice from a healthcare provider to perform an insertion site change, glucose tablets/gel, and food and drink; they remained on pump therapy, and the pump's settings were recently changed by a healthcare provider: basal rate settings. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was alleged that the bolus history indicated a bolus of 3.9 units was delivered without user intervention. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
The complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or evidence of the complaint. The total daily dose records indicate the pump was delivering per the user programmed delivery settings. Evaluation revealed all keypad buttons were appropriately responsive. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A delivery accuracy test revealed the pump was delivering within specification. Unrelated to the complaint, two battery compartment cracks were observed. The bolus button cover was torn; no bolus button response issue was experienced. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2015.